Manufacturer narrative:
Device evaluation summary: the graft cover was kinked 1.9cm from the strain relief. A gap of 3.0mm (fail) was observed between the taper tip and the graft cover; specification is 0.5mm. A gap of 1.0cm was observed between the graft and the stent stop. A gap is not acceptable between the graft and stent stop. It was not possible to deploy the graft by rotating the external slider. The graft was deployed by cutting back the graft cover and the suprarenal stent and manually removing the graft. The cause of the deployment difficulties could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was intended to be implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician was deploying the limb into the overlap section of the bifurcate, however the limb appeared to be moving down with the catheter as it retracted. The physician put some forward pressure on the device, however the limb kept moving down with the catheter until approx 2-3 cm of the tip had advanced. The catheter of the delivery system had come back, but the stent graft had not opened at all and was still contained within the catheter. The physician was able to close the delivery system by bringing the blue deployment handle back to the starting position at the grey handle and the device was then removed from the patient. The physician then tried to deploy the device outside the patient's body, but the same issue occurred. The physician then decided to use another stent graft of same size to successfully complete the procedure. As per the physician, the cause of the event was a device deployment fault. No additional clinical sequelae were reported and the patient is fine.